Manufacturer narrative:
Updated data: b2. Outcome attributed to adverse event. B5. A second paragraph was added. H1. The original information indicated the event was a serious injury. Additional information indicates that the patient died. The event is now a reportable death. H6. Annex e codes. Additional codes. Corrected data: h2. Report sources were inadvertently omitted from the initial 3500a medwatch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, the patient had a short common iliac artery (cia) of approximately 5 millimeters (mm) in diameter and calcification on the access side. A percutaneous old balloon angioplasty was performed using a 6 mm balloon, and an inline sheath was used for access. Upon delivery catheter system (dcs) insertion, the dcs got "stuck" and could not advance past the narrowed part of the cia, and the dcs was subsequently withdrawn. Following dcs removal from the patient, a calcified fragment was observed to be caught in the gap between the capsule and nose cone of the dcs, and the fragment was removed. Additionally, the dcs was slightly expanded outside of the patient, and three fragment of approximately 1-2 mm were observed in the capsule. It was determined that using this valve and dcs would pose a risk of cerebral infarction; therefore, a new valve and new dcs were opened. An 8 mm stent was placed in the narrow part of the cia for access, and the new dcs was able to pass. The new valve was successfully implanted at an implant depth of 3 mm on the non-coronary cusp, and 3 mm on the left coronary cusp. Following the implant of the valve, complete heart block was observed and the patient was transferred to the intensive care unit with temporary pacing. Additional information was received to report approximately five months following the implant of the transcatheter valve, the patient died. The cause of death was a cardiovascular event and further clarified as respiratory failure due to congestive heart failure. Per the physician, there was no causal relationship between the death and valve, or the valve implant procedure.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID d-evolutfx-2329 (lot: 0012449245); product type: 0195-heart valves; implant date n/a; explant date n/a product ID evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a product ID d-evolutfx-2329 (lot: 0012117257); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, the patient had a short common iliac artery (cia) of approximately 5 millimeters (mm) in diameter and calcification on the access side. A percutaneous old balloon angioplasty (poba) was performed using a 6 mm balloon, and an inline sheath was used for access. Upon delivery catheter system (dcs) insertion, the dcs got "stuck" and could not advance past the narrowed part of the cia, and the dcs was subsequently withdrawn. Following dcs removal from the patient, a calcified fragment was observed to be caught in the gap between the capsule and nose cone of the dcs, and the fragment was removed. Additionally, the dcs was slightly expanded outside of the patient, and three fragment of approximately 1-2 mm were observed in the capsule. It was determined that using this valve and dcs would pose a risk of cerebral infarction; therefore, a new valve and new dcs were opened. An 8 mm stent was placed in the narrow part of the cia for access, and the new dcs was able to pass. The new valve was successfully implanted at an implant depth of 3 mm on the non-coronary cusp (ncc), and 3 mm on the left coronary cusp ( lcc). Following the implant of the valve, complete heart block (chb) was observed, and the patient was transferred to the intensive care unit (ICU) with temporary pacing.